Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and high force readings occurred as the force value was always over 60 grams. The catheter was changed and the issue resolved. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned for analysis to the biosense webster failure analysis lab and on (B)(6) 2017, it was discovered that reddish material was found under the pebax. No damages were found on the pebax. This finding was also assessed as not MDR reportable since there was no damage seen, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. During further analysis, on (B)(6) 2018, scanning electron microscope (sem) results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax. In addition, sem showed electrode number 2 was found damaged and lifted. These findings are MDR reportable, the break in catheter integrity and the lifted ring pose a potential risk to the patient. The awareness date has been reset to (B)(6) 2018, the date the reportable finding was discovered.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ electrophysiology catheter and high force readings occurred as the force value was always over 60 grams. The returned device was visually inspected and reddish material was found under the pebax, however, no damage was observed. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Additionally, per the reddish material observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole, stress marks and mechanical damage on the surface of the pebax, which made this complaint MDR reportable. During sem analysis, electrode number 2 was found damaged and lifted. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. Based on available analysis finding results, the damage on pebax and the electrode damage does not appear to be caused by any internal bwi processes since the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).